Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. The event reportedly occurred in the picu; therefore it is presumed the patient was a child

Event description:
It was reported that chemo was primed using a texium low sorb tubing with a filter however the user noticed that the orange cap was not connected to the texium set. The customer stated that 'the tubing was letting fluid flow without anything on the end of the cap and as soon as you open the roller clamp, the chemo will run to prime the tubing with nothing on the end of the tubing. The event occurred in picu. The customer confirmed that there was no patient/user harm reported.